Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating high blood glucose readings, compromised force sensor system and motor error alarm from the insulin pump. The customer's blood glucose reading was 564 mg/dl. The customer stated that her pump read motor error and forced her to rewind it. The customer stated that she woke up and the battery looked it was dead. The customer stated that after she changed her battery, she felt nauseated and had high blood glucose readings. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear sticking out. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.

Manufacturer narrative:
The insulin pump alarm during the prime test and alarmed motor error during the basic occlusion test due to protruded loose drive support disk. However, the motor passed motor test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.